Manufacturer narrative:
This report contains supplemental information for mentor asr reference number ip-00042283. Device evaluation summary: upon receipt by mentor, the device contained no fluid. White and yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior aspect extending to the anterior. A rent measuring approximately 0.2 cm was discovered within the crease. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. As a result, pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause either of such damage or of the material observed within the device. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as listed in our product insert data sheet. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3501650, s/n (B)(4). Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number ip-00042283. On (B)(6) 2019, mentor confirmed that asr submission reference numbers ip-00042283 and ip-00065337 are duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline breast implant that deflated postoperatively. As a result, the patient underwent bilateral removal and replacement with unspecified implants on (B)(6) 2017.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).